Manufacturer narrative:
Device evaluation summary: during visual evaluation some creases were observed in the posterior expanding to the anterior view, additionally a tear within the crease in the posterior view was noted, measuring approximately 0.1 cm. No other anomalies were observed. It is possible that the root cause of the rupture was the car accident in which the patient was involved, the creases on shell contributed to be easier the rupture. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, lot number 5887813. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the left side. The patient was involved in a car accident which may have contributed to the event. As a result, the patient underwent removal on (B)(6) 2019.